Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/09/2020. Additional narrative: it was reported that prolonged readmission required critical care support. It was also reported that the events are not related to the mesh device and definitely related to the registry procedure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair surgical procedure on (B)(6) 2015 and the mesh was implanted. On (B)(6) 2015, the patient experienced a small bowel leak that was resolved on (B)(6) 2015 with re-operation. The patient later experienced hernia recurrence beginning on (B)(6) 2016. The hernia recurrence was confirmed via imaging. On (B)(6) 2017, the patient experienced another hernia recurrence and the mesh was explanted. It was also reported that the events are possibly related to the mesh device and registry procedure. Additional information will be requested.